Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection one month post implant procedure. An absorbable antibacterial envelope had been placed and the entire implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.